Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted during a procedure (B)(6), 2008 and/or (B)(6) 2008 (exact date is undeterminable). According to the complainant, the patient presented with vaginal pain, vaginal bleeding, and dyspareunia. Reportedly, the patient underwent further surgery to excise eroded mesh on (B)(6), 2008 and/or (B)(6), 2009 (exact date of surgery is undeterminable). The patient continues to present with pain and vaginal complications (date/s of onset and specifics are unavailable). All other information, including the patient's current condition, is unknown and reportedly unavailable.